Event description:
On (B)(6) 2009, the patient's mother reported that over the past 2 weeks, the patient has had several elevated blood glucose readings over 300 mg/dl with her normal range being 150-180 mg/dl. Symptoms are moodiness, thirst, and feeling flushed. She said sometimes the patient will bolus insulin to correct her readings and sometimes she does not bolus. The mother stated she believes the elevated readings are due to the down button on the patient's insulin infusion device which does not properly respond to presses. The mother stated, the patient has other health concerns that could also affect blood glucose levels. The mother had no additional information and stated she would have the patient call. She and the patient called back later the same day and the patient stated her blood glucose is currently within her normal range. The patient's device bolus history was checked and she confirmed it was accurate. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.